Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, it was reported that the peg tube had not been able to be mobilized for the past 8 days. On (B)(6)2019, the patient was seen at an outpatient clinic and diagnosed with a buried bumper. The patient is scheduled to be hospitalized on (B)(6) 2019 to remove the tubing.